Event description:
Event description guidant received information that the lead displayed noise on both the rate and shock electrograms resulting in inappropriate ventricular fibrillation detection and pacing inhbition.